Event description:
A peritoneal dialysis (pd) patient reported being prescribed medication during a call to customer support for a ¿filling slowly¿ message with the cycler. In additional follow-up, patient¿s pd nurse stated the patient was experiencing symptoms of cloudy pd effluent with report of drain complications (during pd therapy). As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained the culture grew the bacteria pseudomonas (species unknown). Per the nurse, the patient was treated with intra-peritoneal gentamycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Additionally, the nurse reported that the patient also had visible fibrin in the pd catheter (not a fresenius product) which was causing the patient¿s drain complications and is using heparin (per standing orders).the patient is reportedly recovering from the peritonitis event and continues pd treatments with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique.